Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp and high voltage therapy for an supraventricular tachycardia with rapid ventricular response. The patient was asymptomatic. The device was reprogrammed and remains implanted. No subsequent events have been reported.